Event description:
It was reported that the patient called 911 due to low blood glucose levels (32 mg/dL) while wearing the Pod for an unspecified period in (b)(6) 2026. The patient was vacationing in Italy. Symptoms reported include inability to move, diaphoresis, weakness, and tremors. Before Product Support could obtain event details, the call was dropped due to a system issue. Additional attempts to obtain event details were unsuccessful. No treatment details were provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No Lot Release records were reviewed, as the product lot number was not provided.Locked Down Smartphone: PHONE_CONTROL_IOS.Omnipod Software App Version: 2.1.0.Operating System: 26.0.Hardware: iPhone17.1.CGM Sensor Type: G7.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.